Manufacturer narrative:
(B)(4). Device (catalog #) not intended for sale in the us. Similar product sold in the us.

Event description:
It was reported user found the catheter cut/torn after 18 days of catheter insertion. The catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient because of this occurrence. The customer also reports when the dressing was, the dressing was wet.

Event description:
It was reported user found the catheter cut/torn after 18 days of catheter insertion. The catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient because of this occurrence. The customer also reports when the dressing was, the dressing was wet.

Manufacturer narrative:
(B)(4). The customer returned a single lumen catheter that was attached to a tubing set for evaluation. No other components were returned. Visual examination confirmed that the distal end of the catheter body separated from the rest of the catheter and was not returned. The portion of the catheter body that remained (approximately 5 cm) was stretched and deformed. Evidence of use could be observed on the catheter body, juncture hub and extension line. The separation point of the catheter body was smooth and uniform and was consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). Adhesive residue was observed on the catheter body adjacent to the separation point. No damage was observed to the juncture hub or extension line. The catheter body length measured 5.2 cm; therefore approximately 47 cm of the catheter body was missing based on the specification of 52.55cm ¿2.54 per catheter product drawing. The remaining catheter body was difficult to measure accurately due to the damage/stretching; however, the best fit inner diameter pin measured 0.038" which is consistent with the specification of 0.0375"-0.0425. With the best fit pin inserted, the catheter body inner diameter measured 0.06565" which is consistent with the specification of 0.0655"-0.0705" per catheter body product drawing. The catheter was flushed with water using a lab inventory 10ml syringe and functioned as expected. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this product contains several warnings to mitigate damage to the catheter. It warns the user "for high-pressure injection applications, only utilize catheters indicated for such applications. Catheters not indicated for high pressure applications can result in inter-lumen crossover or rupture with potential for injury." The IFU also warns "do not use scissors to remove the dressing to minimize the risk of cutting the catheter." The customer report that the catheter separated during use was confirmed through evaluation of the returned sample. The distal end of the catheter body was separated from the rest of the catheter and not returned. The remaining portion of the catheter body met all relevant dimensional and functional requirements and no manufacturing defects were observed with the returned sample. A device history record review was performed and no relevant manufacturing issues were identified. Based on the customer report that the defect was observed after 18 days of catheter insertion and the condition of the returned sample , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.